Event description:
It was reported that during an acs procedure, levels c5-6, c6-7, a single locking drill guide malfunctioned. The surgeon placed the plate and started drilling and inserting the screws. Surgeon drilled a hole using the single locking drill guide inserted a screw and went to the next hole in the plate when the surgeon noted the tip of the drill guide was missing. Surgeon went to the previous screw he inserted, removed the screw and found the tip of the drill guide. Surgeon did remove the broken tip and re-inserted the same screw. The screws were not tightened down. Surgeon completed the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development event evaluation revealed that the instrument appears to be to the correct specification with regard to a design standpoint. One of the flanges has broken off at the shoulder. There could be several factors contributing to the incident. This device was made approximately 9 years ago, and over the years through accumulated stress and fatigue, that cause it to brake. Also, if excessive side load is imparted on the device, a cantilever force could cause a breakage. This could happen if the instrument is being used to manipulate the plate inside the wound. Through this devices lifetime, it cannot be concluded when if any excessive cantilever forces were seen. If that was the case, it is possible the instrument could be have fatigued during normal use at some point later. This complaint is therefore found to be indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)